Event description:
It was reported that a small volume infusor had stopped delivering the medication during patient infusion. The expected medication time was 46 hours; however, the drug solution did not decrease. The device was filled with fluorouracil (5-fu) and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between may 15-16, 2024. H11: the device was received for evaluation without containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed and the flow rates were found to be within the product specification range. Evidence of continuous flow of fluid was observed during the functional flow test. The infusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.